Event description:
It was reported that 3 bd¿ pen needles were clogged and wouldn't deliver medication during use. The following information was provided by the initial reporter, translated from chinese to english: "the patient has used 22 pen needles, three of which have a blockage during using."

Manufacturer narrative:
Investigation: DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormality was found. No returned samples or actual defect samples for investigation, so we cant perform in-depth investigation. Clog test was conducted on 14pcs retention samples and all no needle clog found. The complaint could not be determined to be a manufacturing issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd¿ pen needles were clogged and wouldn't deliver medication during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the patient has used 22 pen needles, three of which have a blockage during using."